Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device migrated out of her fallopian tube, into her uterus perforated her cervix"), embedded device ("the remainder of the device was embedded in the cornual region"), device expulsion ("essure device migrated out of her fallopian tube, into her uterus perforated her cervix"), genital haemorrhage ("heavy bleeding"), perforation ("perforation (other) please describe and state the location of the perforation: lumen") and hemianaesthesia ("neurological conditions or problems type: numbness on right side") in a 34-year-old female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective essure device". The patient's past medical history included laparoscopy in (B)(6) 2017 and medical procedure. Concurrent conditions included nausea and gas. Concomitant products included gabapentin, ibuprofen (motrin), oxycocet (percocet) and trazodone. On (B)(6) 2014, the patient had essure inserted.in 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, 6 months after insertion of essure, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced hemianaesthesia (seriousness criterion medically significant) and pain ("pain right sided of body, mostly in stomach running down to leg and up to my arm; constant and more intense when I moved"). In 2017, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and abdominal distension ("stomach was bloated and swollen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the defective essure device), surgery (ablation) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device expulsion, genital haemorrhage, hormone level abnormal, gastrointestinal disorder, dyspepsia and abdominal distension outcome was unknown and the pelvic pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, hemianaesthesia, dysmenorrhoea and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, gastrointestinal disorder, genital haemorrhage, hemianaesthesia, hormone level abnormal, menorrhagia, pain, pelvic pain, perforation, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had complications from essure removal procedure, she had to stay in the hospital an extra day due to swelling, stomach was bloated and swollen and they wanted to keep her for more observation. Discrepancy noted, essure removal date was (B)(6) 2017 (as per pfs) and (B)(6) 2017 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: coils properly placed and sealed on (B)(6) 2016, operative report, procedure: diagnostic laparoscopy, findings: an anteverted uterus sounding to 8 cm. Normal appearing ovaries bilaterally. The essure device visible in the left fallopian tube. The essure device was extruding from the right cornual region of the uterus. Only 2 coils of the essure device were visualized. The remainder of the device was embedded in the cornual region. On (B)(6) 2017, operative report, procedure(s): laparoscopic vaginal hysterectomy/ bilateral salpingectomy with essure devices. Findings: normal-appearing ovaries bilaterally. Normal-appearing uterus with the exception of the right essure device extending through the cornual region of the right uterus. Omentum adherent to tip of coil. On the left fallopian tube, the essure device was visible through the serosa. On (B)(6) 2017, surgical pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes with essure, hysterectomy and salpingectomy: uterus: proliferative endometrium; unremarkable myometrium. Cervix: chronic cervicitis. No evidence of dysplasia. Fallopian tubes: unremarkable. Essure device (gross only). Gross description: a protrusion from the proximal portion of the right fallopian tube was an essure spiral device measuring 2.0 x 0.1 cm with adhesions of the tan-yellow soft tissue. Surgical progress note and post operative procedure note, findings: essure device on right tube extruding from corneal region. Normal uterus and ovaries. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records:embedded device. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical record received:reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events dyspareunia (painful sexual intercourse) was clubbed with previously reported event. Events embedded device,hormone level abnormal, vaginal haemorrhage, menorrhagia, hemianaesthesia, dysmenorrhoea, perforation, pain, abdominal distension, gastrointestinal disorder, dyspepsia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device migrated out of her fallopian tube, into her uterus perforated her cervix"), embedded device ("the remainder of the device was embedded in the cornual region"), device expulsion ("essure device migrated out of her fallopian tube, into her uterus perforated her cervix"), genital haemorrhage ("heavy bleeding"), perforation ("perforation (other) please describe and state the location of the perforation: lumen"), menorrhagia ("abnormal bleeding (menorrhagia)") and hemianaesthesia ("neurological conditions or problems type: numbness on right side") in a 34-year-old female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective essure device". The patient's medical history included laparoscopy in (B)(6)2017 and medical procedure. Concurrent conditions included nausea and gas. Concomitant products included trazodone for insomnia and depression, gabapentin for nerve pain as well as ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), 6 months after insertion of essure. In (B)(6)2015, the patient experienced hemianaesthesia (seriousness criterion medically significant) and pain ("pain right sided of body, mostly in stomach running down to leg and up to my arm; constant and more intense when I moved"). In 2016, the patient experienced dyschezia ("painful bowel movement"). In 2017, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), abdominal distension ("stomach was bloated and swollen"), insomnia ("hormonal changes describe: unable to sleep / not sleeping") and swelling ("swelling and bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysterectomy and to remove the defective essure device). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, embedded device, device expulsion, genital haemorrhage, hormone level abnormal, gastrointestinal disorder, dyspepsia, abdominal distension, insomnia, dyschezia and swelling outcome was unknown and the pelvic pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, hemianaesthesia, dysmenorrhoea and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, gastrointestinal disorder, genital haemorrhage, hemianaesthesia, hormone level abnormal, insomnia, menorrhagia, pain, pelvic pain, perforation, swelling, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had complications from essure removal procedure, she had to stay in the hospital an extra day due to swelling, stomach was bloated and swollen and they wanted to keep her for more observation. Discrepancy noted, essure removal date was (B)(6)2017 (as per pfs) and (B)(6)2017 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: coils properly placed and sealed. Diagnostic results: on (B)(6)2016, operative report, procedure: diagnostic laparoscopy, findings: an anteverted uterus sounding to 8 cm. Normal appearing ovaries bilaterally. The essure device visible in the left fallopian tube. The essure device was extruding from the right cornual region of the uterus. Only 2 coils of the essure device were visualized. The remainder of the device was embedded in the cornual region. On (B)(6)2017, operative report, procedure(s): laparoscopic vaginal hysterectomy/ bilateral salpingectomy with essure devices. Findings: normal-appearing ovaries bilaterally. Normal-appearing uterus with the exception of the right essure device extending through the cornual region of the right uterus. Omentum adherent to tip of coil. On the left fallopian tube, the essure device was visible through the serosa. On (B)(6)2017, surgical pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes with essure, hysterectomy and salpingectomy: uterus: proliferative endometrium; unremarkable myometrium. Cervix: chronic cervicitis. No evidence of dysplasia. Fallopian tubes: unremarkable. Essure device (gross only). Gross description: a protrusion from the proximal portion of the right fallopian tube was an essure spiral device measuring 2.0 x 0.1 cm with adhesions of the tan-yellow soft tissue. Surgical progress note and post operative procedure note, findings: essure device on right tube extruding from corneal region. Normal uterus and ovaries. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs received. Added event swelling, painful bowel movement, hormonal changes describe: unable to sleep. Updated onset date of events. Ablation mentioned to menorrhagia. Concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device migrated out of her fallopian tube, into her uterus perforated her cervix"), embedded device ("the remainder of the device was embedded in the cornual region"), device expulsion ("essure device migrated out of her fallopian tube, into her uterus perforated her cervix"), genital haemorrhage ("heavy bleeding"), perforation ("perforation (other) please describe and state the location of the perforation: lumen") and hemianaesthesia ("neurological conditions or problems type: numbness on right side") in a 34-year-old female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective essure device". The patient's past medical history included laparoscopy in (B)(6) 2017 and medical procedure. Concurrent conditions included nausea and gas. Concomitant products included gabapentin, ibuprofen (motrin), oxycocet (percocet) and trazodone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, 6 months after insertion of essure, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced hemianaesthesia (seriousness criterion medically significant) and pain ("pain right sided of body, mostly in stomach running down to leg and up to my arm; constant and more intense when I moved"). In 2017, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and abdominal distension ("stomach was bloated and swollen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the defective essure device), surgery, surgery (to remove the defective essure device), surgery (ablation) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device expulsion, genital haemorrhage, hormone level abnormal, gastrointestinal disorder, dyspepsia and abdominal distension outcome was unknown and the pelvic pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, hemianaesthesia, dysmenorrhoea and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, gastrointestinal disorder, genital haemorrhage, hemianaesthesia, hormone level abnormal, menorrhagia, pain, pelvic pain, perforation, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had complications from essure removal procedure, she had to stay in the hospital an extra day due to swelling, stomach was bloated and swollen and they wanted to keep her for more observation. Discrepancy noted, essure removal date was (B)(6) 2017 (as per pfs) and (B)(6) 2017 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: coils properly placed and sealed on (B)(6) 2016, operative report, procedure: diagnostic laparoscopy, findings: an anteverted uterus sounding to 8 cm. Normal appearing ovaries bilaterally. The essure device visible in the left fallopian tube. The essure device was extruding from the right cornual region of the uterus. Only 2 coils of the essure device were visualized. The remainder of the device was embedded in the cornual region. On (B)(6) 2017, operative report, procedure(s): laparoscopic vaginal hysterectomy/ bilateral salpingectomy with essure devices. Findings: normal-appearing ovaries bilaterally. Normal-appearing uterus with the exception of the right essure device extending through the cornual region of the right uterus. Omentum adherent to tip of coil. On the left fallopian tube, the essure device was visible through the serosa. On (B)(6) 2017, surgical pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes with essure, hysterectomy and salpingectomy: - uterus: proliferative endometrium; unremarkable myometrium. - cervix: chronic cervicitis. No evidence of dysplasia. - fallopian tubes: unremarkable. - essure device (gross only). Gross description: a protrusion from the proximal portion of the right fallopian tube was an essure spiral device measuring 2.0 x 0.1 cm with adhesions of the tan-yellow soft tissue. Surgical progress note and post operative procedure note, findings: essure device on right tube extruding from corneal region. Normal uterus and ovaries. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device migrated out of her fallopian tube, into her uterus perforated her cervix"), device dislocation ("essure device migrated out of her fallopian tube, into her uterus perforated her cervix") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective essure device". On (B)(6) 2014, the patient had essure inserted. On an unknown date, 6 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains"), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains"), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery ( to remove the defective essure device) . Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.